Manufacturer narrative:
Device evaluation summary: the reported quality control failure was not verified during service. The service technician found no error codes in the error log. The liftwire height, drop times and the temperature were checked - all were in spec. The service technician found the start stop switch was peeling back. The issue was resolved by replacing the overylay start hms plus, the switch start/stop hms plus and the belt timing 2 mm 56 tooth. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the quality controls were failing. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the lot numbers of control cartridges used is 0229403400. The electronic qc passed but the liquid controls failed abnormal act (qc lot# 0229693137). This instrument is brand new and was undergoing correlation studies. Liquid qc will be done with each shipment of cartridges, while electronic qc is done on each patient and/or every 8 hours. No error codes were observed.